Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. The device inspection was not possible as the product was not returned for investigation. The device history record could not be reviewed because the affected device was not returned, and the lot number was not communicated. Based on the investigation, no definitive relation could be established between the product and the reported failure adverse consequence. IFU states ¿delay in consolidation¿ as possible side effects during the implantation of osteosynthesis devices. A review of the labeling did not indicate any abnormalities. If any further information is provided, the investigation report will be updated. Device evaluated by MFR: device disposition unknown.

Event description:
The manufacturer became aware of a retrospective data collection report from the center for (B)(6). The title of this report is ¿a retrospective data collection of the treatment of small bones with the anchorage plating system¿ which was published in may 2019 and is associated with the stryker anchorage plating system. Within that publication, post-operative complications/ adverse events were reported, which occurred between april 2014 and october 2018. It was not possible to ascertain specific device catalog and/or patient information from the report; a review of the complaint handling database, however, revealed that the events have not been reported by the hospital or by the author of the publication. Therefore, 5 complaints were initiated retrospectively for different adverse events mentioned in the report. This product inquiry addresses asymptomatic radiographic non-union. 2 out of 3 cases.